Event description:
It was reported that, "pt stated she fell." Surgery for revision of original procedure (left total hip replacement).

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided on a supplemental report.